Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is being classified as a central non-infectious corneal ulcer." H6: as there was no product or lot number provided, no detailed investigation of mfg records can be performed.

Event description:
An eye care professional reported that a pt seen in 2006 was treated by a different eye care facility for a corneal ulcer, right eye, in 2006 with unspecified eye drops prescribed hourly. Event resolved with no scar or reduction in visual acuity. No further info is available.